Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 09/01/2015 with the following findings: on examination, there was a crack in the pump case near the upper right corner of the display. On investigation, the pump was not able to power on. The pump was opened for investigation and revealed moisture corrosion on the transceiver board, all printed circuit boards and the display. Leak testing showed a leak due to the cracked pump. Investigation confirmed the complaint. Unrelated to the original complaint, the battery compartment was cracked below the pumper pad.